Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported observing air bubbles when troubleshooting on their own. System check was performed with tandem technical support and no issues were identified; however, customer reported filling cartridges with cold insulin and performing the air removal step twice, which is off label per the user guide. Customer changed pump supplies and was able to resume insulin delivery. Customer's blood glucose ranged from 130 mg/dl to the 200 mg/dl range.